Manufacturer narrative:
Other text: b3: date of event and d4: UDI section are unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the reservoir was leaking at the bottom of the drain. Unable to perform the calibration. Patient involvement is unknown.

Event description:
Received additional information via email. No patient harm reported; the faulty device was discovered during routine preventive maintenance.

Manufacturer narrative:
Health effects; updated. Email is: (B)(6).

Manufacturer narrative:
Other, other text: additional information is provided in h.2., h.3., and h.6. One device was received for evaluation. Visual inspection revealed, a cracked enclosure and tank cover, and an outdated pcb and power switch. The temperature cannot be adjusted and the over temp alarm set which are a part of calibration confirming the customer complaint. Complaint was confirmed. The pots on the pcb used for calibration are damaged. No action taken due to the condition and or age of the device. It is deemed beyond economical repair and will be scrapped. A device history record (DHR) review showed there were no discrepancies or non-conformances during the manufacturing of the reported lot number. If the product is returned the manufacturer will re-open the complaint for further device analysis. For all enquiries or follow-up questions related to the record, do not use (B)(6).